Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a blank display screen. When battery was removed, insulin pump continued to beep. Customer's blood glucose was 181 mg/dl. Customer switched battery cap with a working back-up pump and issue was not resolved. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display and constant tone alarm due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched display window and cracked battery tube threads.